Event description:
This is an event was received on 15-jan-2026 from an investigator, regarding a subject who was enrolled in corza study (B)(6): phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, and experienced anemia after being treated with surgicel original (oxidized regenerated cellulose) at the retroperitoneal fat tissue (soft tissue) due to moderate bleeding during radical cystectomy. The subject¿s surgical history included transurethral resection of bladder tumor ((B)(6)2023), transurethral resection of bladder tumor ((B)(6) 2023), transurethral resection of bladder tumor ((B)(6) 2023), transurethral resection of bladder tumor ((B)(6) 2024), transurethral resection of bladder tumor ((B)(6) 2024), left hip replacement (2018), cholecystectomy (2016), radical cystectomy ((B)(6) 2026). The subject¿s medical history included melanoma on back. The subject¿s current conditions included bladder cancer, hypertension and hyperlipidemia. On (B)(6) 2026, the subject signed the informed consent form. On the same day, the subject was randomized to surgicel original group with 1 surgicel original hemostat (2 in × 3 in) while undergoing radical cystectomy for moderate bleeding at the retroperitoneal fat tissue (soft tissue) to achieve hemostasis. Hemostatic success was achieved at 6 minutes with manual compression. The product batch/lot number was not provided. The subject was hospitalized on the same day. On (B)(6) 2026, the subject had experienced anemia (moderate). It was confirmed that no sign of bleeding was found and the drift downward was likely secondary to equilibration and post-surgical anemia which was considered as expected consequence of the surgery. On (B)(6) 2026, the subject was discharged from hospital. The subject was treated with 1-unit of packed red blood cells (prbc). Action taken with surgicel original in response to the event anemia was considered as not applicable (single use). The outcome of the event, anemia was reported as recovering/resolving. The reporter assessed the event, anemia as serious (hospitalization and life threatening), and the causality was not related to surgicel original. The company assessed the event, anemia as serious (hospitalization and life threating) and as not related to and unexpected for treatment with surgicel original. Follow up information received on 23-jan-2026 with active follow-up on 28-jan-2026 which included the following: information on ethnicity of the subject, race of the subject, medical history, current conditions, surgical history, laboratory tests, information regarding the illness and clinical course. This information has been incorporated into the narrative of the case. Case comments: the company assessed the event, anemia as serious (hospitalization and life threatening) and as not related to and unexpected for treatment with surgicel original. Follow up information received on 23-jan-2026 and 28-jan-2026: the company assessed the event, anemia as serious (hospitalization and life threatening) and as not related to and unexpected for treatment with surgicel original.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h10 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.